Event description:
It was reported that the patient presented remotely via merlin.net. It was identified that the patient's implantable cardioverter defibrillator (ICD) exhibited far field r-wave oversensing, resulting in automatic mode switch. No intervention was performed, and the patient was stable.